Manufacturer narrative:
Testing and investigation found the downloaded history log contained 3 records of "power loss alarm". The device was able to power on with battery power only. However, it was observed that the device would power down when it is knocked onto a bench while running on dc power. Prior to power down, the device would produce a short audible tone and displayed "power loss." The device powered on with ac power. Knocking the device onto a bench did not result in a power loss with ac power plugged in. A visual inspection found the corrosion on the battery compartment and contamination on the j104 positive battery contact. The probable cause is due to contamination on the positive battery which may cause intermittent contact between the aa batteries and the positive battery contact which will result in intermittent power losses. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that there was a corrosion in the battery compartment. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.